Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and was scheduled for a replacement. There had been concern regarding the right ventricular (rv) lead pace/sense function with elevated capture thresholds and intermittent high impedance. A chest x-ray suggested that there was a connection problem with the device header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.